Event description:
Spouse of home patient (hp) contacted baxter's technical service center for assistance during patient's apd therapy. Hp had accidentally disconnected the patient line of the homechoice cassette from transfer set during therapy. Technician assisted spouse in discontinuing current therapy. Spouse resumed therapy with a new setup and treatment was completed without incident. No patient injury or medical intervention reported per spouse.